Manufacturer narrative:
B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise. No intervention was reported. The patient is doing fine.